Event description:
Customer responding to a follow-up call regarding a hospitalization for low blood glucose. The current blood glucose reading is 299 mg/dl. Customer is using manual injections. The blood glucose reading at the time of the event was 30 to 40 mg/dl. The heat had played a part for the lows. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.